Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The customer mentioned that during the weekly maintenance carried out the day before the event, extrawash was set. Calibration and qc were performed, and they were out of range. The field service engineer checked the pipetting system and found that the reagent probe was not properly aligned for the outside washing. He aligned the reagent probe. He then did instrument checks and qc, and they were within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit. The root cause was due to an insufficient reagent probe washing.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with calcium gen.2 assay on a cobas 8000 c702 module. Discrepant results for 1 patient sample were provided. Initial result: 6.5 mg/dl. The customer questioned the initial results as they did not match the patients' previous results, and repeated the samples on a different instrument. Repeat result: 8.2 mg/dl. The repeat result was deemed to be correct.